Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-13. The rep indicated that the patient¿s weight at the time of the event was unknown. The cause of the adaptive stimulation (as) dropping to zero after the patient increased and stayed in a position for greater than one minute is unknown. There appears to be a problem in the software recognizing the change. Once there was a default setting other than zero this went away but it occurred when the default setting was zero. They changed all amplitudes to have a setting and confirmed they would now respond to changes. So, there is a problem with the system when its set to zero not recognizing changes. This was confirmed with the patient and healthcare professional (hcp) office where they met with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient was using adaptivestim (as), and the stimulation was dropping to 0 milliamps (ma) after the patient would increase the intensity and stay in a specific position. The rep stated the patient's as had been activated earlier in the week. It was reviewed with the rep the possible reasons why this would occur, and suggested the patient contact patient services for assistance. The rep reported the patient was scheduled for an appointment to have their device checked the week of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-(B)(4) indicating that they will see the patient on 2018-(B)(6). No further complications were reported/are anticipated.